Event description:
It was reported by service report that the footboard plastic is broken and there are no bed motions at the foot end. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Foot end power coil.